Manufacturer narrative:
Investigation: customer returned (6) loose 1 ml cc bd insulin syringes. Customer states that plunger stopper looks melted. All returned syringes were examined and the following was observed, and only 1 out of the total 6 returned syringes exhibited a disfigured stopper, thus confirming the alleged defect. A review of the device history record was completed for batch# 7353790. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA 122939 has been opened to address this issue.

Event description:
It was reported that during use of a bd insulin syringe with the bd ultra-fine¿ needle the stopper looks melted and others in the box look off.

Event description:
It was reported that during use of a bd insulin syringe with the bd ultra-fine¿ needle the stopper looks melted and others in the box look off.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7353790. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of a bd insulin syringe with the bd ultra-fine¿ needle the stopper looks melted and others in the box look off.